Manufacturer narrative:
The explanted device was reported to have been discarded at the hospital. As previously mentioned, the reporting surgeon has indicated no quality deficiency or malfunction of the edwards device that may have caused or contributed to this event, and stated this was due to patient anatomical factors. No further action is required at this time.

Event description:
It was reported by surgeon to sales that an edwards mitral bioprosthetic valve was explanted at implant because when they attempted to come off pump, they realized that the chordae was caught under a strut and they had to go back on pump and explant that valve. The reporting surgeon does not allege any malfunction or quality deficiency against the edwards device, and stated this event is strictly patient anatomy related, thickened chordae.